Event description:
Medics attempted to use the device on a person with an implanted pacemaker diagnosed in cardiac arrest. When the operator attempted to perform an automated ECG analysis, the device allegedly displayed a continuous motion alarm and the analysis was inhibited. The operator, adjusted the position of the defibrillation electrodes, however the device reportedly continued to display a continuous motion alarm. The patient was not resuscitated. A clinical review of the reported event was performed by medtronic and concluded that the device did not likely cause or contribute to the patient's outcome. This opinion was based on indications of effective pacing by the implanted pacemaker.